Event description:
The following was reported to hamilton medical ag: in tests, check o2 input flow test failed. Replace o2 mixer assembly, the problem solved. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The o2 mixer assembly was replaced and this solved the problem. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The o2 mixer assembly was replaced and this solved the problem.

Event description:
The following was reported to hamilton medical ag: in tests, check o2 input flow test failed. Replace o2 mixer assembly, the problem solved. No patient involvement.